Event description:
Caller reported difficulty with pump's quick bolus/wake button, which required multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller on proper button pressing techniques, both with and without the pump case. Despite these actions, the issue persisted, leading to the decision to replace the pump. The caller confirmed they would transition to multiple daily injections as a backup therapy. Technical support confirmed the pump was under warranty, coordinated the replacement, and provided instructions for putting the pump into storage mode and returning it. The caller understood and acknowledged all instructions.